Manufacturer narrative:
The reported issue was reviewed by a medtronic software cross-functional team. Review of the reported issue found that the available information could not assess the probable cause of the anomaly as all fiducial points were passing with a registration accuracy within passing values.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnet (em) interface, controller and emitter required replacement. The system then passed the system checkout and was found to be fully functional. The em interface, controller and emitter have been returned to the manufacturer and are currently under analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a transsphenoidal fess procedure, there was an alleged inaccuracy of 5mm-1cm. Registration value was 0.7 and sphere of accuracy covered entire head. Accurate on external anatomy, but as the surgeon reached the sphenoid sinus the 5mm-1cm inaccuracy was noticed. The surgeon continued using navigation for the surgery. Straight suction and micro-debrider both showed the same amount of inaccuracy. The site reported that more touch points were added to the registration per the recommendation of a manufacturer representative. This helped accuracy slightly but the surgeon was not confident in the accuracy and navigation. There was no delay to the procedure and no reported impact on patient outcome.